Manufacturer narrative:
Unable to verify button error alarm due to blank display. However, unit received with corroded keypad traces. Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot and battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.